Event description:
(B) (4) received information that this patient presented with pain. X-ray and computed tomography (CT) scan imaging revealed this dextrus right ventricular lead may have perforated the heart wall. Additional information suggested the healthcare professionals no longer believed a perforation occurred, but only a lead dislodgement. In a revision procedure, the lead was successfully repositioned. The patient was noted as feeling well post-revision.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.